Event description:
It was reported that the procedure was cancelled. Vascular access was obtained via radial artery. The target lesion was located in the de nove (progression) left anterior descending artery. Two 1.25 rotapro and rotawire were selected for use. During the procedure, it was noted that the rotawire could not go through the advancer. The new rotapro did not solve the problem. No kink in the wire was noted. The procedure was cancelled without patient complications.